Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used. According to the complainant, as the device was taken out from the packaging, the handle cannula was noted to be detached from the finger ring assembly. As a result, the device could not be actuated.

Manufacturer narrative:
Reported event of handle canula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.